Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant small pinholes were found in filters that came from two separate packages of us994 1000-pack filters.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). The samples provided were returned to the manufacturing site for technical evaluation. Results of the investigation determined that there were no defects or damages observed on the product. Based on the investigation findings, the returned product met specifications. As a result, the reported failure could not be confirmed to be a manufacturing related issue.